Event description:
It was reported that patient had surgery 2 times for neurostimulator (ins) implant, and 3-4 weeks ago a revision. It was indicated that patient had lost weight and ins was sticking out. It was reported that the health care provider (hcp) told her there was "water in it¿, possibly that water was in the pocket causing ins to stick out. It was noted that hcp was going to take ins out and put it in farther. The patient stated when she woke up post-op hcp told her "the thing was not in her" and the wires were loose or out. The patient¿s "glutes shut" and patient believed everything was explanted. The patient reported that when she had the implant in she smelled like urine, even her underwear smelled like urine but now without ins she did not smell like urine. The patient had problems with her left leg. This started a month or month and a half ago. The patient stated when standing too long it would get stiff/ numb. The leg was getting heavy. The patient stated if she rubbed it, it "felt like nothing was there" she rubbed it and it felt numb. The patient stated that because of diabetes she has ¿pain in feel and cannot be on her feet¿. Additional information received reported that the patient was fiddling with the device after losing weight and actually pulled the lead back. The patient had the entire system removed. He stated that she will likely have another one put in at a later date. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3889-28, lot# va00fgd, implanted: (B)(6) 2012, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3889-28, lot# va00fgd, implanted: (B)(6) 2012, product type lead. (B)(4).